Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is unknown if the instruction for use (IFU) violation caused or contributed to the reported complaint. There was no leak noted during preparation or during the initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: incorrect prep.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid-distal left anterior descending (lad) artery with calcification. The 2x15mm mini trek balloon dilatation catheter was prepared for use, but not soaked. Then the catheter was advanced to the target lesion and the balloon was inflated two times to 8 atmospheres (atm); however, the balloon ruptured. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.